Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device wire was exposed near the coupler. The issue occurred during reprocessing. There was no reported patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Allegation was confirmed: "wire was exposed near coupler". The cable boot got pulled down from the camera. In addition, new damages/defects were observed: unit failed leak test due to puncture on cable, and blurry image due to moisture inside the charge coupled device. Based on the results of the investigation, the most probable cause of the complaint is component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device wire was exposed near the coupler. The issue occurred during reprocessing. There was no reported patient involvement.